Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the cutter device tip was broken while the surgeon tried to open a hole. It was reported that the device was in use with the motor device and an attachment device. It was unknown if there were delays to the planned surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the external device was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.